Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. Customer reported that blood glucose had been low and was high at time of call. During troubleshooting, customer reported that drive support cap appeared normal and insulin pump was not exposed to magnetic field. Troubleshooting could not continue as call was disconnected. Call back to customer was unsuccessful.